Event description:
Consumer reported complaint that when she got the true metrix air meter, the meter had a reading in the memory as if it was used prior. Customer advised that the product was sealed and intact when she received it from the pharmacy and there was no damage to the product/box at all. During the call, the customer turned on the meter on to go through the memory and the customer stated that the meter is now stuck with all the icons on the screen. The customer feels well and did not report any symptoms. No medical attention associated with the use of the product was reported.

Manufacturer narrative:
Internal report reference number: (B)(4). Test strips were not returned for evaluation. Meter was not returned for evaluation. Customer returned incorrect meter (serial number: (B)(6). Most likely underlying root cause: mlc-073: user not familiar with system IFU. Note: manufacturer contacted customer in several follow-up calls to ensure the replacement products resolved the initial concern - unable to establish contact with customer at this time.